Event description:
In 2008, patient called to report having been diagnosed with a fungal infection in the left eye (os). The patient had been gardening and spreading fresh soil while wearing contact lenses the day prior to developing the infection. The product in question has been discarded; lot # of product in question is unknown. The patient presented to an ophthalmologist three weeks before, with complaint of fb sensation, redness and pain os. Va 20/400. Doctor noted 2+ injection, 3+ cell with + fibron in anterior chamber. Drawing depicts: "? Bacterial vs fungal ulcer. Corneal cultures taken. Rx with fortified vancomycin, tobradex gtts q 1hr os and cyclopentolate gtts bid, vit c 1000mg qd." On the next day f/u: patient reported no pain but os still red and worsening vision. Chart indicates: "k-ulcer. Va os 20/400 with correction. Discharge os, 4+ injection, +infiltrate, +dm folds, ac 4+c/f +hypopyon likely fungal in etiology. Decrease fort vanc 2% to q2hrs alt tobra 1.4%. Add natamycin 5% gtts and voriconazole 1% q1hr. Add doxycycline 100mg qhs. Debridement today." One day later f/u: "ac + improved + hypopion.? Fungal, cultures/stains pending." On the next day f/u: "pt states os feels a little better, but fbs today." Culture results indicate: much white cells and blood seen, light growth of gram negative bacilli. "Va 20/400 with correction. A 3+ injection os, 4+ dm folds, ac 2+ cells + hypopyon. Decrease vanc/tobr to qid. Decrease vori/nata to q2hrs alt q1hr." On the following day f/u: "os feels a lot better, still slight photophobia occ diplopia os. Va 20/400 with correction. Dm folds. A/c 2+ cell hypopyon gone." On two days later f/u: "os less red, less pain. Temp k-scar. Dm folds. Ac1+ cell. D/c tobra and vanco. Decrease vori/nata to qid. Start iquix qid os. Cyclo/vitc/dozy cont." On five days later f/u:" pt states feels 80% better, no pain. Resolving corneal ulcer. Ac quiet. Cont. Vori and nata. D/c cyclo and doxy. Cont pf 1% and iquix gtts qid os." On a week later f/u: "slight soreness neg pain feels annoyed like a low achey feeling. Va 20/40 with correction. Cornea clear/temp scar. Ac quiet. Iquix d/c. Pf bid x1 more week then done." The pt will not be returning to contact lens wear. The pt also will not require a corneal transplant. All reportable adverse events are reviewed in quarterly mgmt review meetings. No additional info is expected to be rec'd at this time. Should any additional info become available, will report any additional info rec'd within 30 days upon receipt.

Manufacturer narrative:
No conclusion can be drawn.